Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a cerebral infarction occurred.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a cerebral infarction occurred. Additional information was received that immediately after the valve implant procedure, the patient developed stroke symptoms; however, the details of the symptoms are unknown. The stroke was confirmed after the patient returned to the room, and the stroke was ischemic. The patientunderwent rehabilitation to treat the stroke. The ischemia was reported to have resolved an unknown amount of time later. Per the physician, the cause of the stroke may have been due to debris, such as vascular tissue or calcification from the valve leaflet, being released during the deployment of the valve, and the stroke was determined to be due to the valve implant procedure and related to the delivery catheter system (dcs). There were no patient related factors that contributed to the stroke.

Manufacturer narrative:
Updated data: b2. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; lot: 0012867007; UDI: (B)(4).; manufactured date: 2025-06-13; use by date: 2027-06-13; implant date: n/a; FDA site ID: 9612164. D4. H4. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.